Event description:
Related manufacturer report number: 2017865-2022-48288, 2017865-2022-48289. During an in-clinic follow-up, high capture threshold was noted on the right ventricular (rv) lead and a loss of capture was noted on the left ventricular (lv) lead. X-ray imaging was performed and revealed the rv and lv leads had been pulled taut. A revision procedure was performed in an attempt to reposition the leads, however, the stylet could not be inserted into the rv lead, so the physician elected to explant the rv lead. In addition, while attempting to manuever the lv lead, the right atrial (ra) lead dislodged and was subsequently explanted. Lv lead removal was again attempted, however, the lv lead could not be pulled back or maneuvered beyond the superior vena cava. The lv lead was left implanted for now, however, an additional revision procedure is anticipated to explant and replace the lv lead. The patient was in stable condition.

Manufacturer narrative:
The reported events were high pacing threshold, lead slack issue and stylet could not be inserted. As received, a complete lead was returned in two pieces. The reported event of high pacing threshold was not confirmed while the reported event of stylet could not be inserted was confirmed. X-ray showed that the inner coil inside the connector region was over torqued consistent with procedural damage. Stylet could not be inserted due to over torqued inner coil which is consistent with procedural damage. The cause of the reported event of stylet could not be inserted was isolated to the over torqued inner coil at the connector region which is consistent with procedural damage. Electrical tests and x-ray did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead did not find any anomalies with the exception of procedural damage.